Event description:
A customer reported obtaining unexpected negative reactions with a patient sample containing anti-m with the 3-cell antibody screening assay on galileo echo (B)(4).

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Result files for the initial pre-transfusion sample tested on (B)(6) 2012 showed well scores of 0 for all 3 cells of crrs(3), lot r240, resulting in negative reactions. Well images appeared negative as reported. Result files for the post-transfusion sample tested on (B)(6) 2012 showed a well score of 16 for cell 3 of crrs(3), lot r240, resulting in a positive (1+) reaction. Well image appeared positive as reported. Result files for repeat testing performed on the pre-transfusion sample tested on (B)(6) 2012 showed a well score of 40 for cell 3 of crrs(3), lot , resulting in a positive (2+) reaction. Well image appeared positive as reported. Result files for the antibody identification panel performed with the pre-transfusion sample on (B)(6) 2012 showed a well score of 40 for cell 2; 16 for cell 9; and 8 for cell 14 of crrid, lot id168, resulting in positive reactions (2+, 1+ and equivocal) respectively identifying an anti-m showing dosage. All 3 cells are homozygous m cells. Well images appear as reported by the instrument. Heterozygous m cells on lot id168 tested with the sample resulted as negative. On (B)(6) 2012, an immucor field service engineer removed the wash manifold and found some of the wash dispense probed partially clogged. The manifold was cleaned, stylused and flushed; incubator temperature was verified; verified wash manifold was dispensing and aspirating within specifications; verified probe dispensing was within specifications; verified centrifuge rpms; the shake gap optimization was adjusted to within specifications; and verified camera settings were optimized. The 3-cell screening assay was performed on 4 patient samples. Acceptable results were obtained. The customer was advised that we were unable to rule out that the pouch of crrs3 strips, lot r235, used during initial testing were compromised. The instrument is operating within specifications.